Event description:
It was reported that the plaintiff was "implanted on or about (B)(4), 2008," with an "ams miniarc sling" to treat "pelvic organ prolapse and stress urinary incontinence." It is alleged that plaintiff suffered "infection or inflammation, tissue abrasion and other severe adverse health consequences." It is also alleged that plaintiff "suffered serious bodily injury, mental and physical pain and suffering."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.